Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9. The device was returned to olympus for inspection, and the reported failure of the b30 error (scope communication error) message was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending section had frayed wires. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the b30 error reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the surgical scope displayed a b30 error (scope communication error) message during a diagnostic bronchoscopy procedure. The procedure was prolonged by less than 30 minutes with no adverse health consequences and no patient impact.